Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found that the issue could not be confirmed using artemis. Visual inspection did not reveal any abnormalities related to the reported event. Functional testing was performed using the system platform, and the unit powered on and successfully cauterized across all ports and instruments without issue. A review of the erbe internal log revealed error c#84.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the erbe power cord to the outlet had a pop coming from the erbe and smelled smoke. Prior to calling she unplugged the tower and erbe and placed the tower in the hallway. Site was electing to move their procedures to another dv system until this tower can be inspected. Field service engineer (fse) to follow up. The procedure was completing as planned with no reported injury.